Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an 'error 1720' upon patient hookup. Batteries were removed and reinserted after a 10-second pause, but the error persisted when powered back on. The event occurred during patient use, with no harm reported. It took place while in use with patient at the clinic, and the device was operated by a healthcare professional.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.